Manufacturer narrative:
Concomitant medical products: neck preserving stem, std offset plasma sz 4 (cat # 162-00-04 / serial # (B)(4)), biolox delta femoral head 36mm od, +0mm (cat # 170-36-00 / serial # (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post tha, a male patient underwent a tha revision for an unknown reason. The stem head and liner were removed from the patient. A new exactech liner was opened and implanted during the case. Other companies monoblock stem and head were used during the revision surgery. There was no breakage of device. There was 30¿45 minute surgical delay/ prolongation. Patient was last known to be in stable condition following the event. The implants that were removed were not saved and are not returning. Any further details of this revision procedure are unknown.

Manufacturer narrative:
After further review of additional information. (H3) as reported, approximately four years post tha, a male patient underwent a tha revision for an unknown reason. The stem head and liner were removed from the patient. A new exactech liner was opened and implanted during the case. Other companies monoblock stem and head were used during the revision surgery. There was no breakage of device. There was 30¿45-minute surgical delay/prolongation. Patient was last known to be in stable condition following the event. The implants that were removed were not saved and are not returning. Any further details of this revision procedure are unknown. Pictures and x-rays are unable to obtain. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.